Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced a hypotension. A cardiac tamponade was observed and a paracentesis was performed. It was noted that the patient was stable after the repair and had recovered. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed seventeen applications were performed with balloon catheter 2af284 with lot number 42767 and clinical issues were encountered during the procedure. In conclusion, the reported clinical issues (cardiac tamponade, hypotension) could not be confirmed through data analysis. There is no indication of a malfunction of the mapping catheter contributing to the adverse event. The mapping catheter 990063-020 with unknown lot number was not returned for investigation. If information is provided in the future, a supplemental report will be issued.